Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was flashing white after a fall. Blood glucose level at the time of the incident was 120 mg/dl. During troubleshooting, the customer was unable to get the display to return. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unable to verify missing segment due to constant flashing white light on the display. Pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.